Event description:
Consumer called to report concerns with her meter. She has been getting a wide range of readings and got sick when the meter read in the 400's. Was taken to the ER and treated with an IV.